Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia as indicated by their smartwatch. It was also reported that the right ventricular (rv) lead exhibited diminished sensing and a pacing failure. It was also reported that the rv lead had dislodged. X-ray confirmed the dislodgement. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.